Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. An aorta extender endoprosthesis, a trunk ipsilateral leg endoprosthesis and two contralateral leg endoprostheses (pxc141400j was implanted in the left limb, pxc161000j was implanted in the right limb) were implanted. On an unknown date, an aneurysm enlargement was observed (amount unknown). On an unknown date, gore® excluder® aaa endoprostheses other than a part of the proximal (aorta extender or trunk) and the distal in the left leg (pxc141400j) was replaced to a graft. Additional information was provided on february 3, 2022. Cause of aneurysm enlargement is unknown. The aorta extender endoprosthesis, a proximal part of the trunk ipsilateral leg endoprosthesis and a distal part . Of the pxc141400j remained in the patient body.